Event description:
Available information at time of reporting reasonably suggests that there are four (4) potential patients directly impacted by one suspected medical device. Patients underwent procedures involving the same individual suspected medical device between (B)(6) 2024. Below is narrative for patient #2 (patient corresponding to this form's section a). Patient underwent ercp procedure with suspected medical device on (B)(6) 2024. Patient presented to the emergency department on (B)(6) 2024 with bacteremia and had a blood culture drawn. When blood culture resulted positive with cp-cre, patient was admitted to hospital on (B)(6) 2024. Patient improved with treatment and was discharged with home health on (B)(6) 2024. On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On 8/21/2024, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. As of time of this report, it is unknown when tear appeared on scope, what caused it, and whether it was present for ercp procedures involving affected patients.